Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 percutaneous lead and splitter 2x8 kits.

Event description:
A report was received that following a trial procedure, the patient had a cerebrospinal fluid (csf) leakage. Symptoms were headaches and loss of hearing. A blood patch was done. It was believed that csf leak was not device related. The patient was doing well postoperatively.